Event description:
It was reported the device leaked once placed in use. No adverse effects reported.

Manufacturer narrative:
Other, other text: h10 device evaluation: the level 1 trauma fast flow disposable were returned for investigation in used condition. The returned units were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. The inspection did not reveal any defects. One unit was leak tested. A leak was found in the valve disc. The customer reported product problem was therefore confirmed. The reported product problem was attributed to a manufacturing problem. This was established as the root cause.